Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the patient was transferred to another hospital, an impella alarm for "device defective, do not use" was received. The patient was stable and was brought to the catheterization lab to replace the impella pump. After the patient was successfully placed on the new pump, it was noted that care was withdrawn, and the procedural outcome was the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported impella defective alarm issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Data logs show that no impella defective or controller error alarms occurred throughout support. No pump stops were observed. Pump performance metrics were generally within specification. Therefore, was no relevant issue found during the case. This report is being filed as part of a retrospective review of historical records.